Event description:
The complainant reported that an impella cp pump got caught on an existing ebu guide catheter during attempts to advance the pump around the aortic arch. As a result, the decision was made to abort the implant and an intra-aortic balloon pump (iabp) was subsequently placed for ongoing support. There was no patient harm.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿handle with care. The impella catheter can be damaged during removal from packaging, preparation, insertion, and removal. Do not bend, pull, or place excess pressure on the catheter or mechanical components at any time.¿

Manufacturer narrative:
The root cause of the delivery issue was patient condition related to interaction with other device (ebu guide catheter). The root cause of the delivery issue was patient condition related to interaction with other device (ebu guide catheter). The following have been reported incorrectly or missing from manufacturer device report 1220648-2023-05238: d6a and d6b revised from the initial submission in accordance with updated procedures g1 reporting contact fax number missing h.6 code 4642 and 4327 were reported incorrectly. New code was added to medical device problem code. Instruction for use: impella cp with smart assist for use during cardiogenic shock and high-risk pci. Section: potential adverse events (united states): acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)¿ section: warnings and cautions: warnings: section: pre-support evaluation. Section: direct aortic insertion. Section: use of impella with transcatheter aortic valves. To reduce the risk of cardiac injury (including ventricular perforation), physicians should exercise special care when inserting the impella catheter in patients with complex anatomy. This includes patients with known or suspected decreased ventricular cavity size, ventricular aneurysms, congenital heart disease, or compromised cardiac tissue quality in the settings of acute infarction with tissue necrosis.¿ ¿to reduce the risk of vascular injury, physicians should exercise caution when inserting the impella catheter in patients with complex peripheral vascular anatomy. This includes patients with known or suspected: unrepaired abdominal aortic aneurysm, significant descending thoracic aortic aneurysm, dissection of the ascending/ transverse/descending aorta, chronic anatomical changes in the relationship of the aorta/aortic valve/ventricular alignment, significant mobile atheromatous disease in the thoracic or abdominal aorta or peripheral vessels.¿ ¿physicians should exercise special care when inserting the impella catheter during active cardiopulmonary resuscitation (CPR). In addition, active CPR maneuvers may change the position of the impella device, introducing a risk of cardiac or vascular injury (including ventricular perforation). Check that the pump is positioned correctly in the left ventricle after CPR with echocardiography guidance. Section: warnings & cautions: cautions: dilators and catheters should be removed slowly from the sheath. Rapid removal may damage the valve, resulting in blood flow through the valve.